Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. (B)(6). Product investigation summary: the three (3) polyaxial screws were examined and part 04.632.750 / lot 7283373 was found to be intact and able to be retained as expected with the returned retaining sleeve. As such, the complaint against this screw is unconfirmed. The remaining screws (part 04.632.750 / lot 7494500 and part 04.632.745 / lot 7623788) were examined and in each instance the proximal threaded region was found to be broken and missing a segment. In each instance, the returned retaining sleeve was not able to fully engage the screw. The complaint against these screws is confirmed. The matrix polyaxial screw is utilized in matrix deformity, matrix degenerative, and matrix mis, as part of the posterior pedicle screw and rod fixation system. Polyaxial screws are available in 4.0mm, 5.0mm, 5.5mm, 6.0mm, 7.0mm, 8.0mm, and 9.0mm diameters and lengths ranging from 20-100mm. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of off-axis loading of a partially threaded holding sleeve. The relevant drawings for the returned implant were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacture date: october 1, 2013. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original complained event: device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the threads at the tip of the retaining sleeve had broken off during insertion of a screw during surgery. The tip breakage resulted in the damage of three screws before the retaining sleeve issue was detected. All fragments were removed from the patient and another instrument and screws were used to complete the procedure. There was no harm to the patient. The surgery was prolonged approximately 15 minutes. Update: per the investigation, which was completed on (B)(4) 2016, the retaining sleeve was returned fully intact. In contrast, two (2) of the three (3) screws were found to be broken at the proximal threaded region. Additionally, they were returned with segments missing. This report is 2 of 2 for (B)(4).